Event description:
Caller reported a discrepancy between the displayed and actual time on the pump, which exceeded five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with updating the pump's time settings and advised them to monitor the situation, suggesting a follow-up if the issue recurs. Caller acknowledged and understood the guidance provided.